Manufacturer narrative:
The insulin pump was received with partially cracked end cap. We were unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. We were unable to verify excessive no delivery alarms due to cracked end cap. The insulin pump passed pump self-test, off no power test and unexpected restart error test. The operating currents were in specification. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received recurring no delivery alarms. While troubleshooting, insulin did not exit the tubing or the insulin pump alarmed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.